Event description:
It was reported that during an attempted implant, the device could not be interrogated. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was confirmed in the laboratory and was caused by reset that occurred while the device was still in shipped settings. Additional attempts to reset the device caused the device to go into backup vvi mode. The device was tested using automated testing equipment and no anomaly was found. The root cause of the reset could not be determ mined.